Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand assisted laparoscopic donor nephrectomy, the powered stapler did not fire as expected, leaving the renal vein bleeding. There was a poor staple formation and the staple line was incomplete. It took about an hour to close the vein using 2 hemolock and sutures.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo(s) noted: due to the low resolution of the received images, photographic inspection of the staples in the images could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.